Event description:
Mother of 13 year old male, reported son experiencing erratic blood glucose levels (38-279 mg/dl). Patient's normal range was 150-160mg/dl. His infusion site was red and irritated when he removed it. She reported that patient had administered two boluses within one hour of each other. Patient changed his infusion site and his blood glucose went extremely low. He was treated by drinking juice. Patient switched to backup device and his blood glucose returned to an acceptable range of 60-200's mg/dl. Caller indicated that previously, patient had placed the device into the "stop" mode while in the shower and when he returned it was in the "run" mode without anyone pressing any buttons. She did not report any symptoms associated with the paitent's blood glucose levels. No medical assistance was required. Product was requested to be returned for evaluation.